Event description:
Revision surgery is planned to exchange poly insert for pt with a unicondylar knee implant. Reason for revision is unk.

Manufacturer narrative:
Revision surgery is planned to exchange poly insert for pt with a unicondylar knee implant. Reason for revision is unk. Review of the device history record indicates that the device was manufactured to spec.